Manufacturer narrative:
No button error alarm noted. Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot, and minor scratched lcd window. No unexpected scrolling numbers noted. No moisture damage noted on the electronics, motor, vibrator motor, or battery tube assembly. (B)(4).

Event description:
The customer reported via phone call that she jumped in the pool with her insulin pump on. The insulin pump alarmed button error. The numbers began to scroll and the insulin pump alarmed button error again. She was unable to clear the alarm. Customer's blood glucose level was 87 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.